Event description:
It was reported that the lead was explanted during device change-out due to externalized conductors observed several months prior via diagnostic imaging. Patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted at 8.5-10.3cm from the distal tip. The etfe coating was intact at this location.